Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, based upon the information from olympus key med ltd, (okm) , there was the possibility that this phenomenon was attributed to the malfunction of the camera cable.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device could not be displayed. Also the facility stated that there was some failure on the camera cable of the subject device. In the evaluation of olympus key med ltd, (okm) the following was confirmed, no abnormalities were found by visual inspection of the outside and internal assembly of the subject device. There was no abnormality in the water leak inspection. When the subject device was connected to a camera control unit otv-s400, the camera head communication error e224 was displayed and the image turned blue tint. Other detailed information was not provided. There was no report of patient injury associated with the event.